Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 6. Details of surgery: immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling and fistula. No further patient complications were reported.